Event description:
The patient's family member used the suspect device to check patient's blood glucose and obtained a result of 54 mg/dl. Patient had symptoms of hypoglycemia and family member gave patient something to eat. Patient retest about fifteen minutes later and patient glucose result was 103 mg/dl. Patient still had low blood glucose symptoms and then the family member called the ambulance. Emergency medical technician's checked patient's glucose on their meter and the result was lo. Patient was then treated with a glucose IV at home. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.